Event description:
Report received that the device powered off without an audible alarm. On an unspecified date, the pump was programmed to deliver an unspecified concentration of dobutamine with a dose of "2.2mcg." In 2004 at 1520, the nurse reportedly "checked the pt and then left the unit." Approx 40 min later at 1600, the nurse returned to the pt's room and found the device powered off and unplugged. The pt stated, "I did not hear it alarm." The device was plugged into ac power, powered on, and reprogrammed to deliver the ordered dose of "2.2mcg." The physician was notified. At a later unspecified time, the pump was removed from clinical svc and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.